Manufacturer narrative:
The company service representative examined the system and replicated the reported event. The company service representative cleaned and reseated the host module to resolve the issue. No parts were replaced. The system was then tested and met all product specifications. The system was manufactured on july 18, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to an internal-component wear/reliability issue, as the issue was resolved after reseating the host module. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the system froze during priming. Upon rebooting, a blue screen showed blank on the screen. An alternate system was used to proceed with surgery.